Event description:
The iab was inserted into the pt on 2/11/98 and removed on 2/13/98 at 3:30 pm. The iab did not malfunction. The pt had a pseudoaneurysm. The iab was not returned to datascope. (Event complications: pseudoaneurysm-reported 5/15/98.) (Pt's current status: discharged-rpt'd 5/15/98.)